Event description:
Pacemaker ventricular lead believed to be malfunctioning because of drop in resistance. Lead was placed in 1990. Was taken to or for insertion of new ventricular lead. Elected to also install a new pacemaker. Old generator was taken by MFR. Old lead was left in heart as risk to remove outweighed benefit of extraction.